Manufacturer narrative:
Analysis was normal. No anomalies were found. Correction: d6b date of explant (B)(6) 2021 should have been included.

Event description:
It was reported that the patient's left ventricular lead had dislodged during an unrelated procedure. The lead was removed and replaced. The patient was stable.